Event description:
The customer reported via phone call that the customer experienced high blood glucose of 458 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer declined troubleshooting for high blood glucose. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.